Event description:
Surgilance "safety" lancet used to obtain an accucheck - the metal portion of the lancet did not retract making the item hazardous - in this instance the lancet was used on a (B)(6) patient. On (B)(6) 2015 the lancet's safety mechanism again did not employ on another patient. Our hospital's ICU has had a few other instances with this same lancet. On (B)(6) /2015 ID: (B)(6) (actual injury) orange lancet. Lancet continued to protrude from device and employee stuck finger while disposing. On (B)(6) 2015 ID: (B)(6) (near miss) orange lancet. Lancet did not retract after an accucheck. On (B)(6) 2015 ID: (B)(6) (near miss) after obtain an accucheck with an orange surgilance safety lancet, the metal lancet remained sticking out and did not retract into the plastic holding. Also noted per ICU nurse manager there was an incident with the lancet safety 1.0mm yellow-one step plus surgilance medipurpose (catalog sln100) - item #1284 near miss as well. Also see mw5044504, mw5044507, mw5044508, mw5044510 and mw5044512. Dates of use: (B)(6) 2015.